Event description:
It was reported to philips that the geometry movements were not working. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that the geometric movements were not working. Analysis of the log file showed a longitudinal position slip error. Upon troubleshooting, the fse found that the bow controller was not functioning properly and confirmed that the controller (joystick) for the c-arc movement had an intermittent malfunction. To resolve the issue, the fse replaced the geo module. After the replacement, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence; therefore, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, leading to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The product's user shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that the routine checks have been satisfactorily completed. Therefore, because the device was not in use at the time the issue was identified, the user would have identified this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.